Manufacturer narrative:
The customer¿s experience of the devices shutting off during an infusion was confirmed in the pcu event log. The pcu event log shows 1 pump module and 3 syringe modules were attached to pcu s/n (B)(4) at the time of the reported event. Pump module s/n (B)(4) was in use and infusing a primary infusion at 1ml/hr. Syringe module s/n (B)(4) was in use and infusing a continuous infusion at 0.96ml/hr. Syringe module s/n (B)(4) was in use and infusing a continuous infusion at 2ml/hr. Syringe module s/n (B)(4) was idle. (B)(4). The device then alarmed for check syringe and then clamp open. The user selects an unidentified syringe and the clamp is closed. The user then primes the syringe tubing using the prime option on the pcu. While the device is priming, the clamp is opened. This results in a malfunction (recorded in pcu error log as 800.8000.0 ¿ pcu15 general os failure). The next entry in the pcu event log is for a power on event at 9:43 am. Syringe module s/n (B)(4) was received in overall fair condition with the instrument seal not intact. The only observed anomalies were dull iui connectors. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that in the picu, midazolam 2 ml/hr and fentanyl 1.6 ml/hr were infusing when the devices shut off without warning. There was no report of patient harm.